Event description:
It was reported that the newly implanted device has noise on the can to right ventricular (rv) coil resulting in the ability to obtain clean electrogram (egm) signal for wavelet using can to rv coil vector. It was also reported that defibrillation thresholds (dfts) were performed with failure to rescue the patient and fluoroscopy showed that the lead pin were in the correct location in the header. Further testing including isometric exercises and pocket manipulation while performing lead impedances together with closer monitoring was recommended. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2002; 4549 competitor implantable pacing lead (B)(6) 2013; 5568 implantable pacing lead (B)(6) 2002. (B)(4).